Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation the following devices were also listed in this report: triathlon cr fem comp #6 l-cem; cat#5510f601; lot#sp4py; tri ts baseplate size 7; cat#5521-b-700; lot#ffyt; tri press-fit stem 16mm x 100mm; cat#5565-s-016; lot#m5c14z; simplex p - us tobra fd 10-pk; cat#61979010; lot#mjs070; simplex p - us tobra fd 10-pk; cat#61979010; lot#mjs070. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
This pi is for the revision of patient's left knee on (B)(6) 2013. It was reported through the submission of five implant sheets on (B)(6) 2018 that patient's left knee was revised on (B)(6) 2013. A cr femur (implanted (B)(6) 2010), baseplate, stem and 2 doses of cement (implanted (B)(6) 2011), and a cs insert (implanted (B)(6) 2011) were revised to a triathlon ts construct consisting of a femur, 2 stems, universal baseplate, and insert.